Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) advised that they could either switch pumps or continue using this one, but to consider the battery power if they need to transport or disconnect from the outlet. Fse advised customer to contact and report the pump to their biomed department for service. There was no harm or injury to the patient reported.

Event description:
N/a.

Event description:
It was reported that, the battery in bay 1 of the cardiosave intra-aortic balloon pump (iabp) unit was draining although plugged in to outlet power. She says that they have placed several full batteries in this cardiosave, only to have they drain quickly. She says that the last shift reported that bay 2 was having this issue the day before, but currently the battery in bay 2 has remained full. The pump is working well otherwise while connected to wall power. There was no harm or injury to the patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.